Event description:
It was reported that the patient underwent a c5 to c6 fusion surgery on (B)(6) 2007. Sometime postop, the patient experienced increasingly severe pain in his neck, difficulty swallowing, which necessitates him to puree his food and has caused him to choke on multiple occasions while eating , weakness and numbness in upper right extremity, and severe headaches. An MRI performed on the cervical region of his spine revealed heterotopic bone significantly compressing his foramina at the level of his rhbmp-2/collagen sponge surgical site.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2007 patient underwent posterior cervical fusion of c5-c6 with instrumentation, local autograft, allograft and rhbmp-2/acs. Preoperative diagnosis: anterior cervical diskectomy and fusion, nonunion, of c5-c6. Postoperative diagnosis: anterior cervical diskectomy and fusion, nonunion, of c:5-c6 as per operation notes: subperiosteal dissection was undertaken along the spinous process and lamina of c5 and c6. X-ray confirmed position on the c5-c6 spinous process intraoperatively. All soft tissue was removed from the spinous process and the lamina, as well as the facet capsules at c5 and c6. Using the posterior cervical instrumentation system, lateral mass instrumentation was undertaken at both c5 and c6 bilaterally using 3.5-mm titanium screws. Rods were cut to length and placed into the lateral mass screws. Set screws were placed and tightened in standard fashion. X-ray confirmed excellent position of hardware in the lateral view intraoperatively. Copious irrigation undertaken throughout the procedure. De-claudication of the spinous processes and lamina of c5 and c6 was undertaken using a 3-mm round bur and a combination of rhbmp-2/acs, local autograft and allograft was placed along the c5 and c6 lamina medial to the screws.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.